Event description:
The company received information that suggested that the cuff began leaking after 24 hours in patient use. The customer reported that the patient was re-intubated and there was no patient harm reported. The customer will return the sample for investigation.